Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reported no backup currently available but will reach out to health care provider for assistance. The customer's blood glucose was 234 mg/dl.